Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant products: d314drg implantable cardioverter defibrillator, (B)(6) 2012; 407645 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert. An interrogation showed spiked impedances on the rv and superior vena cava (svc) portions. Oversensing was also noted. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.